Event description:
Customer reported large discrepancies between their sensor glucose and blood glucose readings. The customer stated the readings are off by 100 points. The customer was informed on the best calibration practice. The customer also reported weak signal and lost sensors alerts. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.